Event description:
It was reported that during an repositioning procedure due to lead dislodgment on (B)(6)2019 unfavorable threshold measurements were presented. The lead was attempted to be repositioned, but the helix would not extend. A new lead was used to complete this procedure. No adverse health outcome was reported. This lead is expected for return and analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement or high thresholds.

Event description:
This report is being filed as the lead has been returned and device evaluation has been completed.